Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found the right ventricular defibrillation impedances were high and out of range. There was a patient alert for out of tolerance subthreshold lead impedance (B)(4) 2012. Daily pace lead trend data shows an increase for defibrillation active can on impedance equal to 69 to 101 ohms range between (B)(4) 2012.

Event description:
It was reported that the remote monitoring transmission report showed the right ventricular (rv) lead had a trend of fluctuating rv defibrillation coil impedances and an alert occurred due to impedance greater than 100 ohms. It was noted that the rest of the lead trends looked okay. The patient was going to go into the clinic to be further evaluated. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.